Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2007. On (B)(6) 2009, the pt was revised with a new femoral component (not a zimmer tmt design control) due to loosening. On (B)(6) 2011, the pt was revised with a new femoral component (not a zimmer tmt design controller part) and a new tibial component due to loosening.

Manufacturer narrative:
A review of the implant's mfg records indicates that it was manufactured to specification. Very little info is available for this event. Should add'l info be obtained to further the investigation, this report shall be updated.